Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode had a history of inappropriate shock due to oversensing. The s-ICD system was being replaced with a traditional transvenous system. During the procedure it was observed that this s-ICD electrode had migrated off the sternum and was heading towards the patient's left shoulder. The explanted system is expected to be returned for evaluation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode had a history of inappropriate shock due to oversensing. The s-ICD system was being replaced with a traditional transvenous system. During the procedure it was observed that this s-ICD electrode had migrated off the sternum and was heading towards the patient's left shoulder. The explanted system was expected to be returned for evaluation.